Event description:
Boston scientific crm received information that this lead exhibited intermittent sensing and loss of capture. An x-ray identified that the lead had dislodged. Attempts to reposition the lead were unsuccessful. The lead was explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the explanted lead has not been returned for analysis.

Event description:
--

Manufacturer narrative:
The complete lead was returned. Setscrew marks were noted on terminal pin and ring. The helix was fully extended and physically in specification however dried body fluids were noted past the helix housing. Several puncture holes were observed in the outer insulation likely due to a tool used during explant. Dried body fluids were noted in the outer coils approximately 17.5-24 cm from terminal pin. These fluids likely infiltrated through puncture holes. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.